Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with hypotension. The right ventricular (rv) his bundle lead exhibited a rise in impedance as per lead trends. The rv lead remains in use. No further patient complications have been reported as a result of this event.